Event description:
Device alarmed "device stoppage," low flow. Power near 20. Lvadoutflow graft noted to be thrombosed all the way up to within 4 cm of itsdistal anastomosis on the ascending aorta. Dr. (B)(6) has specified thatthrombus is not a device malfunction.